Event description:
It was reported that the pump screen was dark and would not turn on, while the pump continued to flash the red led and beep at certain intervals. The caller did not provide information regarding their blood glucose level at the time of the issue. As a corrective action, technical support arranged for a replacement pump and instructed the caller to switch to a backup therapy using multiple daily injections to maintain insulin delivery. The caller was guided on storing the pump properly before returning it and agreed to return the malfunctioning pump with a pre-paid shipping label within 10 days.